Event description:
The customer reported the visera elite xenon light source is not functioning and the front panel light-emitting diode are blinking. In addition, an e200 error was noted. The event occurred during preparation for use, prior to therapeutic laparoscopic cholecystectomy procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a faulty m turret was found. Thus, it was surmised that this was why turret error e200 was intermittently displayed. The cause of the faulty m turret was not identified. Olympus will continue to monitor field performance for this device.